Event description:
The device was being used to monitor a pt when the lcd screen reportedly "went blank". The pt cable and batteries were replaced and the problem was not eliminated. The pt's outcome and details were not reported.